Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2015, a 23 mm sjm trifecta valve was implanted in a patient. On (B)(6) 2021, the patient was presented to the emergency room due to massive aortic insufficiency. The device was explanted and replaced with a perimount magna (edwards) to resolve the event. On device explant, a leaflet tear was noted that the cause of the event was. The patient is stable.

Manufacturer narrative:
Explant was reported due to aortic insufficiency. The tear seen at explant was confirmed, and the investigation found that leaflets 2 and 3 were torn, with degenerative changes present in the tissue at the tear sites. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes to the collagen at the tear site, which could have contributed to the formation of the tears.